Event description:
It was reported that during orif right femur as scrub tech tightened soft tissue retractor at the back table, the tip broke off. The piece was retrieved and procedure was completed with no adverse effect to the pt.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The mfg investigation revealed the nut is broken. The specification investigation shows that a piece of the tightening nut is broken away. We suppose that the device got damaged during an overload situation, hence the nut was tightened too much. The fracture area is homogeneous which indicates material conformity. It is concluded there is no mfg related fault.